Event description:
Patient was for a CT angiography of the head/neck. During the contrast injection, the plastic syringe broke which caused the contrast to not be injected properly. The scan had to be repeated.